Event description:
Additional information was received indicating that there was no patient harm.

Manufacturer narrative:
Other, other text: h2: additional information: see b5 and h6(patient code). H3: one cadd legacy 1 pump was received for evaluation. The event history log was unavailable. A functional check was performed and the issue was able to be confirmed. The pump was found to be displaying "1210" error code alarm message on power up when batteries were inserted. A faulty microprocessor unit board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had error codes 1210, 1261 and 1260. There was no reported adverse event.